Manufacturer narrative:
No lot number available on inital MDR. New information available, lot number provided and updated. 6116947. Expiration date updated: 04/30/2021. No manufacturing date available on initial MDR. New information available, providing a batch creation date. Updated 4/25/2016.

Manufacturer narrative:
Investigation conclusion. Based on the sample evaluation: unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure. DHR review for batch 6116947(p/n 309623): manufacturing dates: 5/03/2016 05/04/2016. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6116947 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: five loose 1ml assembled syringes were received by bd canaan and reported to be from batch #6116947 (p/n 309623). The samples were visually evaluated. No visual defects observed. Shield removal testing was performed on all 5 needles. All results were within specified range per product specification. Please note, the product is a slip tip syringe with needle. It is important to make sure the needle is attached firmly prior to use. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Root cause description: n/a, no defects were confirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle detached from the 1 ml bd" tuberculin syringe 27 g x 1/2 in. Bd precision glide" detachable needle during use. No report of serious injury or medical interventions reported.